Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the left main trunk to proximal left anterior descending artery. After a 4.0 non bsc stent was implanted, the 8mm x 5.00mm nc quantum apex was advanced for post dilatation. The balloon was initially inflated in an unspecified atmospheres but then ruptured on the second inflation at 14 atmospheres. The device was completely removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).